Event description:
The customer reported while monitoring the screen went blank. There was no reported adverse patient impact.

Manufacturer narrative:
Pr: # (B)(4). A follow up report will be submitted upon completion of the investigation.